Event description:
On (B)(6) 2019 pt (B)(6) states she was hospitalized 2 weeks ago for respiratory issues. Event ongoing. Unk use 1 cartridge in-line with enteral feeding tube set as directed. Change cartridge every 500ml of enteral formula. (Maximum of 2 cartridges used daily).